Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the transvenous right ventricular (rv) lead may have exhibited farfield oversensing. Lead diagnostics were within normal limits. The plan was to bring the patient in for device system evaluation purposes.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.